Manufacturer narrative:
It was reported that cst is having issues with fuzz on the towels in the pack. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
Lint on towels.